Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that lead 2 is the only lead displayed on the screen during a 12 lead view on the heartstart mrx. There was no pt involvement.